Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump was accidentally dropped after showering, resulting in a cracked screen and loss of touch functionality that prevented access to on-screen buttons. Symptoms included no clinical effects. Outcomes included shipment of a replacement device, instructions to shut down the damaged pump to avoid further alerts, guidance to sync data to the mobile app, and notification that device data would not transfer to the replacement. Investigation included review of the reported damage and verification of shipping details for replacement and return. Investigation of this device revealed physical damage to the display assembly consistent with user handling, with no evidence of a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.